Manufacturer narrative:
(B)(4). This MDR is submitted, based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.

Event description:
A 1.5 inr with protime system vs. A 2.3 inr with unspecified lab system. Subsequently, 12 days later, a 1.9 inr with protime system vs. A 3.0 inr with unspecified lab system. Patient therapeutic inr range: 2.5 - 3.0. No report of adverse event, serious injury, or intervention.